Event description:
It was reported that the patient presented to the follow up and complained of fatigue. The left ventricular lead exhibited loss of capture and had dislodged. On (B)(6) the lead continued to exhibit loss of capture, the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).